Event description:
It was reported that the right ventricular (rv) lead exhibited increased pacing threshold following a device implant. A revision procedure was attempted, however, the physician decided to stop the revision procedure since the pacing threshold was becoming slightly low. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that the capture threshold was greater than 2.5 volts on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.